Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6)2014 to report a detached sensor wire on (B)(6) 2014. Patient reported sensor session could not be started. As a result, the patient removed the sensor pod and observed that the sensor wire was detached from the sensor pod. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.